Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va16yvh, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 3389s-40 lot# va16yvh, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va16yvh, (B)(6), (B)(4); product ID: 3389s-40, serial/lot #: va16yvh, (B)(6), (B)(4); product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a right system explant on (B)(6) 2018 due to infection. It was reported the right stimloc cap was exposed and cultures showed klebsiella. The patient was being treated with an antibiotic. The rep stated the patient's wife was notorious for "playing physician", removing his sutures, picking at his scabs, and the patient did not go back in for wound checkups. The infection was not a device issue but due to the wife and home environment. The patient had a history of infection. The issue was resolved at the time of the report. The patient would not be replanted because there was no clinical benefit to having it implanted on the right side. The left system remained intact. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.